Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: in initial report, the manufacturer year provided was reported as 2015; however, the correct date is 10/12/2010. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Manufacturer year 2015. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patients operative eye. The corneal burn required three sutures to close the wound. The procedure was completed.